Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was being used to delivery an unspecified medication. The option-lok male adapter of the tubing set was connected to pt's IV access site. At an unspecified time, the customer contact reported an unspecified volume of solution leaked from the option-lok male adapter of the tubing set. An unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.